Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's carelink was not predicting when blood glucose level went low. Customer stated that they had low blood glucose level. No harm requiring medical intervention was reported. Troubleshooting was not performed. The customer will continue the use of device.